Manufacturer narrative:
H11:b5:it was reported to philips that the device required replacement of the o2 sensor and displayed an error for the backup battery. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. 02 cell and battery were ordered by the customer but no confirmation was received of repair or operational status after multiple attempts were made to obtain additional information.

Event description:
The customer reported the backup battery is not working. There was no patient involvement.